Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implant date: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was brought to emergency and had experienced arrhythmia and syncope / near syncope. Several episodes of asystole were noted on telemetry. A lead warning and oversensing during a ventricular high rate episode were noted on the right ventricular (rv) lead. Upon interrogation no capture and high thresholds were noted. During the rv lead revision procedure, the lead was shown to have complete separation of the cathode and anode under fluoroscopy, with the cathode attached only by the conductor coil. Lead fracture was confirmed. The lead was capped and replaced. No further patient complications have been reported as a result of this event.